Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the reported lot number 0082160417, does not exist in our system. A follow up will be made to obtain the correct lot number.

Event description:
As reported by the user facility: it was reported that the syringe failed to inflate. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.